Manufacturer narrative:
(B)(4): on investigation, there is no peeling or visible damage of the keypad. The ok and down arrow keypad buttons respond intermittently when pressed and require excessive force to evoke a response. All of the other keypad buttons are appropriately responsive with normal spring back or click. The keypad was removed for investigation and revealed contamination under all the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is not working well requiring multiple presses to evoke a response. The patient reportedly keeps the pump attached to the belt and does not clean the pump. The keypad is reportedly intact with no exposure to water. There is reportedly no adverse event associated with this complaint. This complaint is being reported due to allegation of keypad malfunction that remained unresolved.